Event description:
The user facility reported sample errors when using the test strips. An air bubble occurs at the narrow part of the strip and blood avoids this spot. Controls have also resulted in a sample error. The device was replaced and requested to be returned for evaluation.